Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, there was clip slippage and the clips did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.